Event description:
It was reported via repair work order that the bed exit would not alarm due to negative weight as customer did not zero bed prior to setting bed exit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.